Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a full supply change, with the ilet displaying high glucose and a fingerstick not available, and the user and agent performed troubleshooting focused on the infusion site, including multiple infusion set replacements and resumption of insulin delivery; the medical device problem and device component were not specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the glucose later trended down to 168 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.